Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the arterial monitor would not power on. The hosp based biomedical engineer changed the ampro circuit board. As a result, the monitor powered on and the temps and pressures worked as expected, but the timers did not. The engineer then replaced the display circuit board from another heart lung console and the monitor began to function as expected. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.